Manufacturer narrative:
(B)(4).

Event description:
It was reported that during pre-test of the tracheal tube cuff , the cuff would not deflate. When the nurse tried to use the syringe piston to deflate the already inflated cuff, she needed to apply more strength than usual. There was no patient involvement.